Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with fortum (2 grams daily, route and duration not reported) and vancomycin (1 gram "loading dose", route, frequency, and duration not reported) for peritonitis. Action taken with extraneal therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, extraneal therapy was discontinued. It was reported that pd therapy was on hold and that hemodialysis was being performed. Should additional relevant information become available, a supplemental report will be submitted.